Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading was over 600 mg/dl at the time of hospitalization. Caller stated that the customer tried to bolus, but the customer's insulin pump had constant no delivery alarm. Nothing further was reported.